Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 220 mg/dl following a supply change while using a contact detach steel infusion set; the prior infusion site showed blood upon removal, a site-only change was performed, drops were confirmed at the new site, insulin delivery was resumed, and glucose began to trend downward. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization or alerts/alarms after troubleshooting and education were completed. Investigation included customer troubleshooting focused on infusion site assessment and verification of insulin delivery. Investigation of this case revealed no confirmed device malfunction, with bleeding at the infusion site noted and the exact cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.